Manufacturer narrative:
(B)(6). Implanted device remains.

Event description:
Per the clinic, the device reportedly suddenly stopped working resulting in the decision to discontinue use of the device. The implanted device remains.

Manufacturer narrative:
(B)(4).this report is filed (B)(4), 2011 - (B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2010, during the same surgery, the patient was reimplanted with another device.(B)(4)

Event description:
A customer in (B)(6) reported several xenium dialyzers with leaks. Per the information provided no patient injury was reported. No additional information was provided.